Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up. The right ventricular lead exhibited low impedance, no intervention had been reported. No additional information was available.

Event description:
New information states the right ventricular lead was capped and replaced. No patient symptoms were noted.